Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jun-2023, and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device used in this incident, it was determined that the matrix drawer 1 was failing consistently and had begun to disrupt patient care. The field service engineer (fse) confirmed the drawer was failing intermittently, with no specific failure trigger initially identified. Manual operation revealed resistance during the final third of drawer extension. When closing, the drawer failed to latch consistently and bounced back open unless forcefully closed, indicating a latching issue. Inspection behind the back panel showed a loose drawer mounting rail that was not securely containing the drawer and could have allowed it to unhook. The fse tightened and adjusted the mounting rails. Further inspection identified that the lower latch wheel was dragging across the bottom of the latch catch instead of entering cleanly. The drawer was removed, and the chassis was adjusted to pivot the latch upward to improve alignment. After adjustment, the latch wheel entered the latch catch correctly, and the drawer no longer bounced open during normal closure. Additional inspection revealed increased resistance in the right slide rail when the drawer was fully extended. The fse observed that the ball bearing cage extended beyond the floating section of the slide rail. The slide rail bumpers were re-seated, so the worn portion no longer contacted the ball bearing cage, allowing proper realignment of the rail components. Following reassembly, the drawer operated smoothly and was opened and closed multiple times to confirm proper function. Diagnostic testing was completed, and the customer accessed the drawer using their login, all tests passed. Final adjustments included tightening drawer mounting rails that were too loose to securely retain the drawer and securing a loose barcode scanner cradle arm. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the matrix drawer 1 was consistently failing and had begun to disrupt patient care. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.